Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient got a warning screen saying that her stimulation could not be delivered at desired settings (settings not available message). An impedance check was performed which showed that the 0-7 lead was all red. The manufacturer representative could not use contacts 1, 2, 3, 4, 5, and 7. The manufacturer representative reprogrammed the patient avoiding that lead. The patient did not report any falls or reason for the impedance and just noted normal use. The manufacturer representative reprogrammed the patient using contacts 8-15 on 800/300 and the patient is going to test out the new program groups. Surgical intervention was not planned or performed.